Event description:
The ra lead had loss of capture due to dislodgement, and the rv lead had high thresholds. Both leads were repositioned on (B)(6) 2012. According to our records this lead remains actively implanted. Should add'l info become available this file will be updated.